Event description:
Healthcare professional reported "capsular contracture. Baker grade iii." Record is for right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5; h6.

Event description:
Healthcare professional additionally reported "knuckle of implant on the right breast that is protuberant and bothersome," and "right-side implant did have a fold, which persisted after removing the implant.